Manufacturer narrative:
Other, other text: additional information in h3, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal were intact. No evidence was found in event log. The device was started in application as part of investigation and no problems were found with beeping. Customer reported problem was not duplicated. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor as a preventive measure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device double beeped with cassette during testing. There was no patient, or clinician injury associated with this event.